Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that additional laser markings had been added by a third-party to the outside of the device. The additional laser markings are different font and location from the original markings still visible on the device. It was determined that the secure pin was drilled out and the device had been opened by a third party. It was found that inner parts of the device such as the o-ring and radial shaft seal were a different color and type from those that are used by an authorized repair site. Therefore, the reported condition was confirmed. The assignable root cause of the failures was third-party repair performed by an unauthorized site, which is failure to follow instructions. UDI:(B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the saw attachment device was altered by a 3rd party during an unauthorized repair. The device was sent in for service with the report of "does not work anymore". This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.